Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) value in the range of 360mg/dl to 460mg/dl with nausea. The patient reportedly did no require medical intervention. There was reportedly an air bubbles issue with the cartridge. There was no indication of damage to the cartridge. This complaint is being reported due to the alleged air bubbles issue with the cartridge. The reported bg measurement with symptom does not meet the animas definition of an adverse event.